Manufacturer narrative:
The reported event was unable to implant. A complete lead was returned in one piece. Visual inspection of the lead found the helix to be retracted and clogged with blood. X-ray examination and electrical testing of the lead did not find any anomalies.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead was unable to implant. The ra lead was replaced and the procedure continued with the new lead on (B)(6) 2023. The patient was stable throughout.